Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaulation.

Event description:
It as reported, patient has had multiple occurrences of needle crack or leak. On (B)(6) 2023 I was in checking the patient's chemo line when he got twisted around which caused the spiros to become disconnected again from the IV line. No other information was provided.